Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the thread of a pedicle screw sheared off during surgery. After reduction of the closure top into the pedicle screw, the surgeon found part of the thread from the tulip had detached. The pedicle screw and closure top were removed from the patient and replaced with alternative screws. There was no reported patient injury associated with this event.